Event description:
Healthcare professional reported injecting a patient with 7 syringes of "voluma v+" in the frown lines, midcheeks, nasojugal grooves, lateral cheek." Patient developed sudden erythema, pain, itching, swelling over all injection sites and the "bilateral glabella and malar" areas for several days. Prior to injection, the patient was given a topical emla and alcohol pads were used. After the initial injection, patient was given cephadroxil for 3 days. The patient was also treated with "oral (dexamethasone and ofloxacin), im (decadron and lincomycin), hyaluronidase and ceftriaxone IV in addition to cefazolin IV for 9 days and cephadroxil for another 10 days. Patient had an "initial response" but then had a "quick recurrence." Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, pain, itching, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.